Event description:
Describe event or problem: suspected deflation.

Event description:
Deflation right breast deflation, bilateral anterior capsulectomy and implant exchange with another brand due to hutchison ide status. Unknown if initial use of device.